Event description:
It was observed that during the device inspection, the high frequency electrosurgical unit had an error code of e433. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 "user facility" should not have been marked under the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction (error e433) was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to the fact that high voltage peaks may occur at the output transformer of the generator board, which may destroy the transformer, there is a chain of protection diodes on the relay board, which are supposed to prevent these voltage peaks. They can be configured for three different voltage ranges. When the device is powered up, this diode chain is checked for function by current flow if the voltage exceeds or falls below a specific value, indicating high impedance (open) or short circuit (short). Olympus will continue to monitor field performance for this device.